Event description:
It was reported that the patient originally had a nasojejunal (nj) tube. The nj tube was replaced for a nasogastric (ng) tube and both stylets were left at the patients bedside. When the user went to check the position of the ng tube, the stylet for the nj tube was used. This meant the stylet was too long for the tube and when checking the placement, the stylet protruded out of the hole at the end of the tube, which resulted in the end of the stylet getting bent upwards in a v-shape. This made it difficult to remove the stylet from the tube, resulting in removing both the tube and the stylet together without causing trauma. The patient had a diagnosis of esophageal varices, therefore, with the stylet being bent upwards, caused the patient to bleed, resulting in needing to go to endoscopy to stop the bleeding. The patient has recovered from this incident in the intensive treatment unit (itu). The incident was reported as human error.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 20-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.